Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 PMA/510(k) # p100022/s014 the zisv6-35-125-7-60-ptx stent of lot number c1231555 was implanted in the patient, and not returned for evaluation. With the information provided a document based investigation was conducted. According to information provided, an expired zilver ptx stent was implanted in the patient on the (B)(6) 2017. Upon review of the sample label attached to the work order, the expiry date of the device was confirmed to be ¿2017-04-09¿. This confirms that the complaint device was used after its expiry date. The customer complaint can be confirmed as the device was used after its expiry date. It can be noted that all zisv6 (zilver ptx) devices are shipped with a product label placed on the outer zilver ptx carton box and product label placed on the inner pouch. Both labels contain information with manufacturing and expiration dates. Based on the above, the most likely cause of this complaint can be attributed to customer error as zilver ptx devices should not be used beyond the date specified on the product label. It can be noted that the product IFU states the following: ¿do not use the stent after the ¿use by¿ date specified on the package.¿ prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1231555. According to the initial reporter, there have been no adverse effects reported for the patient as a result of this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
After implanting the stent, the customer realized that the device had expired. The rep was not present during the selection of this device or during deployment. The stent was placed successfully and no problems were observed.